Event description:
A physician was using a gelmark ultra biopsy site marker following a breast biopsy procedure using a mammotome biopsy device. The m.d. Felt resistance when pushing the plunger forward to dispense the pellets, and again when they attempted to retrieve the applicator from the mammotome probe. When they removed the applicator, it was observed that the tip had sheared off. The tip was retrieved from the patient's breast at the time of the biopsy. There were no patient adverse effects.